Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2021. H.6. Investigation: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for 'tube stuck in holder' with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'tube stuck in holder' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user experienced the tube being tight in the holder. The following information was provided by the initial reporter. The customer stated: "had a problem with a gold top this morning. It was stuck inside the barrel. I ended up calling for help so I didn't have to pull the needle out of the patient. It was definitely stuck in there. We were worried the top of the tube was going to come off. I used a butterfly next just in case it was the whole tray but haven't had a problem since."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing (with a bd msn needle and bd suh) and no issues were observed relating to tube being stuck in holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user experienced the tube being tight in the holder. The following information was provided by the initial reporter. The customer stated: "had a problem with a gold top this morning. It was stuck inside the barrel. I ended up calling for help so I didn't have to pull the needle out of the patient. It was definitely stuck in there. We were worried the top of the tube was going to come off. I used a butterfly next just in case it was the whole tray but haven't had a problem since."